Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer stated that the blood glucose went high over 450 mg/dl and treated with manual injection to bring down the blood glucose. The insulin pump will not be returned for analysis.